Event description:
The pt reported charging issues between the implant and external equipment. It was discovered that the pt had a subcutaneous hematoma at the implant site, which inhibited the pt's ability to charge. The physician drained the fluid from the pt's implant site.